Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/17/2016 with the following findings: during investigation, the pump powered on with auditory and vibratory features to a blank screen. Further testing was no able to be performed. The battery cap was able to fit and to maintain an electrical connection. The pump was removed and no intermittent condition was found to the power printed circuit board. The complaint of the no power issue was not able to be to adequately investigated due to the blank display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.